Event description:
Patient reported via regulatory agency against left side "chronic fatigue, generalized weakness" (non device related), "swollen lymph nodes at clavicles, breast, behind ears", "myalgia" (non device related), "chest burning around breast and armpits, stabbing", "severe feet pain on bottom of feet, random body pains" (non device related), "extreme intermittent itching", "rashes", "started upper eyelids swelling" (non device related), "anxiety", "depression", "tremors" (non device related", and "brain fog, weight gain, memory challenges, more-numerous doctors, no answers until I finally explanted due to recent finds of molds and toxins levels, increasing levels of mold and toxins in blood" (non device related). The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.